Event description:
The complaint is reported as: when the user attempted to aspire blood after inserting the catheter, air was aspirated. Therefore, he/she removed the catheter and replaced it with a new kit. No harm to the patient occurred. The user injected air into the removed catheter in water and found that there was a hole in the catheter. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided one video for evaluation. The video shows someone flushing a 2-l PICC in a water bath, and shows a leak coming from the catheter body. The customer also returned one 2-l PICC and the product lidstock for evaluation. Visual inspection of the catheter body revealed a small v-shaped hole in the catheter. The appearance of this damage is consistent with unintentional contact with a sharp object (e.g. Needle, scalpel, etc.) During use. Several kinks were also noticed in the catheter, though it is unclear whether this damage may have occurred during use or during transport/storage. The kinks in the catheter were located 68mm, 90mm, 102mm, 112mm and 124mm from the juncture hub. The hole in the catheter was located 49mm from the juncture hub. The length of the catheter body measured 16", which is within the specifications of 15 3/4-16" per product drawing. Functional inspection of the catheter was performed per the product IFU which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Both extension lines were flushed using a lab inventory 10ml syringe. When flushing the distal extension line, water leaked out of the small hole in the catheter. The proximal extension line flushed as expected. A manual tug test confirmed both extension lines were secured to their respective luer hubs. A device history record review was performed, and the following findings were identified: for material (B)(4), two non-conformances were initiated for batch 13c21g0235 in regards to swg/catheter resistance. These findings are not relevant to this investigation. For material (B)(4), a non-conformance was initiated for batches 13c21f0241 and 13c21f0240 in regards to an extension line leak during use. This non-conformance was generated for a leak at the juncture of the luer hub and extension line, therefore, it is unrelated to this complaint failure mode. The ins tructions-for-use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a hole in the catheter was confirmed through complaint investigation of the returned sample. Visual inspection of the catheter revealed a small v-shaped hole in the catheter body. The appearance of this hole is consistent with unintentional contact with sharps during use. The catheter met all relevant dimensional requirements. Based on these circumstances, and the report that the damage was encountered during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: when the user attempted to aspire blood after inserting the catheter, air was aspirated. Therefore, he/she removed the catheter and replaced it with a new kit. No harm to the patient occurred. The user injected air into the removed catheter in water and found that there was a hole in the catheter. The patient's condition is reported as fine.